Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that a message appears indicating the defibrillation is disabled. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The som board and therapy board were then returned to philips for additional analysis. The components were tested separately, and the reported event could not be verified in lab testing. Both the som board and therapy board passed all tests during operational check and general testing.